Manufacturer narrative:
A laboratory engineer was attending to a report of a leak around the aptio automation system when a sysmex cs-5100 instrument dumped its waste into the aptio automation system waste drain. The drain line from the sysmex cs-5100 was not properly secured into the aptio automation system waste drain and as a result the waste splashed the engineer in the eye. The engineer used a strap to secure the waste line from the sysmex cs-5100 to the waste drain of the aptio automation system. The engineer was reportedly not wearing eye protection. The engineer reportedly had the eye checked and cleaned. The engineer reportedly had a problem of an eye scorch for some days after the event. The cause of the biohazardous exposure was an unsecured waste line at the waste drain of the aptio automation system and the operator not wearing eye protection.

Event description:
The customer contacted siemens to report that one person in the lab was exposed to biohazardous waste while inspecting a leak around the aptio automation system. There are no known reports of patient intervention or adverse health consequences due to the exposure to biohazardous waste.